Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device used in this incident, it was determined that the station was online but remained stuck in an out of service state. A technical support specialist (tss) logged into the station and identified that a manual recovery was required. The tss applied the knowledge article "manual recovery required - data sync invalid upload change tracking value." After the recovery was completed, the station was confirmed to no longer be in an out of service state. The customer was informed that the issue had been resolved successfully. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was online but remained stuck in an out of service state despite being marked in service on the server. However, there were no delays or adverse events or injuries reported based on this event. There were no adverse events or injuries reported based on this event.